Event description:
The customer reported that they had questionable results for twenty one patient samples tested for ion selective electrode (ise) sodium, potassium, and chloride. Of the twenty one patient samples, seventeen were found to have erroneous results. All initial results were reported outside of the laboratory. All samples were repeated on a different cobas (B)(4) module, serial number (B)(4). Sample one initially resulted as 124 mmol/l for sodium, 3.7 mmol/l for potassium, and 113 mmol/l for chloride. The sample was repeated and resulted as 143 mmol/l for sodium, 4.3 mmol/l for potassium, and 100 mmol/l for chloride. The customer believed the repeat results to be correct. Corrected reports were issued for the repeat sodium and chloride values. Sample two initially resulted as 127 mmol/l for sodium and 3.8 mmol/l for potassium. The sample was repeated and resulted as 144 mmol/l for sodium and 4.4 mmol/l for potassium. The customer believed the repeat results to be correct. A corrected report was issued for the repeat sodium value. Sample three initially resulted as 129 mmol/l for sodium and 3.6 mmol/l for potassium. The sample was repeated and resulted as 146 mmol/l for sodium and 4.2 mmol/l for potassium. The customer believed the repeat results to be correct. A corrected report was issued for the repeat sodium value. Sample four initially resulted as 125 mmol/l for sodium and 3.8 mmol/l for potassium. The sample was repeated and resulted as 145 mmol/l for sodium and 4.4 mmol/l for potassium. The customer believed the repeat results to be correct. A corrected report was issued for the repeat sodium value. Sample five initially resulted as 130 mmol/l for sodium. The sample was repeated and resulted as 138 mmol/l for sodium. The customer believed the repeat result to be correct. A corrected report was issued for the repeat sodium value. Sample six initially resulted as 127 mmol/l for sodium and 112 mmol/l for chloride. The sample was repeated and resulted as 140 mmol/l for sodium and 99 mmol/l for chloride. The customer believed the repeat results to be correct. Corrected reports were issued for the repeat sodium and chloride values. Sample seven initially resulted as 129 mmol/l for sodium, 4.2 mmol/l for potassium, and 112 mmol/l for chloride. The sample was repeated and resulted as 143 mmol/l for sodium, 4.7 mmol/l for potassium, and 101 mmol/l for chloride. The customer believed the repeat results to be correct. Corrected reports were issued for the repeat sodium and chloride values. Sample eight initially resulted as 122 mmol/l for sodium and 122 mmol/l for chloride. The sample was repeated and resulted as 142 mmol/l for sodium and 101 mmol/l for chloride. The customer believed the repeat results to be correct. Corrected reports were issued for the repeat sodium and chloride values. Sample nine initially resulted as 4.0 mmol/l for potassium. The sample was repeated and resulted as 4.8 mmol/l for potassium. The customer believed the repeat result to be correct. Sample ten initially resulted as 122 mmol/l for sodium, 4.2 mmol/l for potassium, and 113 mmol/l for chloride. The sample was repeated and resulted as 140 mmol/l for sodium, 4.9 mmol/l for potassium, and 97 mmol/l for chloride. The customer believed the repeat results to be correct. Corrected reports were issued for the repeat sodium and chloride values. Sample eleven initially resulted as 127 mmol/l for sodium and 3.8 mmol/l for potassium. The sample was repeated and resulted as 143 mmol/l for sodium and 4.3 mmol/l for potassium. The customer believed the repeat results to be correct. A corrected report was issued for the repeat sodium value. Sample twelve initially resulted as 4.0 mmol/l for potassium. The sample was repeated and resulted as 5.0 mmol/l for potassium. The customer believed the repeat result to be correct. Sample thirteen initially resulted as 6.0 mmol/l for potassium. The sample was repeated and resulted as 5.1 mmol/l for potassium. The customer believed the repeat result to be correct. Sample fourteen initially resulted as 3.6 mmol/l for potassium. The sample was repeated and resulted as 4.3 mmol/l for potassium. The customer believed the repeat result to be correct. Sample fifteen initially resulted as 3.7 mmol/l for potassium. The sample was repeated and resulted as 4.4 mmol/l for potassium. The customer believed the repeat result to be correct. Sample sixteen initially resulted as 3.6 mmol/l for potassium. The sample was repeated and resulted as 4.7 mmol/l for potassium. The customer believed the repeat result to be correct. Sample seventeen initially resulted as 3.3 mmol/l for potassium. The sample was repeated and resulted as 4.1 mmol/l for potassium. The customer believed the repeat result to be correct. No patients were adversely affected by the event. The lot numbers and expiration dates for the sodium, potassium, and chloride electrodes could not be provided by the customer. The customer explained that they encountered errors on the analyzer and the field service representative was dispatched for this issue. The customer stated that the field service representative resolved this issue by replacing a valve. The customer stated that they have not had any issues since the field service representative visit, but discovered that there were corrected reports issued for erroneous sodium and chloride results that were reported out prior to the field service representative visit. During his visit, the field service representative determined that the sv11 valve was failing. He replaced the sv11 valve and observed that the ise was performing per specifications. All system checks were successful. The customer ran quality control and all results were ok.